Event description:
A (B)(6) female patient called zoll customer support to report that she was receiving frequent adjust belt messages and check therapy electrode messages. Investigation by a zoll patient service representative found that the electrode belt cable was damaged. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages, check therapy electrode messages) was confirmed. Upon investigation the electrode belt failed incoming functionality testing. An open black pulse wire was found in the trunk cable, causing the reported alarms. The trunk cable connector showed signs of physical abuse. The root cause for the open pulse wire could not be positively identified, but was likely excessive force. No adverse event resulted from the open pulse wire. The patient received a replacement electrode belt.